Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transcaval tavr procedure in the aortic position, post successful deployment of the 23mm sapien 3 valve, the hole in the aorta was too big and the team was not able to close it post sheath removal. Initially, the physician was able to cross with the confienza wire at the first attempt with no issues. The wire was then crossed through the second window (upper half of l3) in order to stay away from the renal accessory arteries. The piggyback went across without any issues. In order to cross with the navicross, however, the physician had to predilate with a 2 x 20 balloon. The lunderquist was positioned with no problem. The track was then pre-dilated with the 14 f dilator and the 14 fr esheath was advanced. The esheath tip at this point was observed to have ¿flared up¿. The esheath was pulled back and a new 14 fr esheath was inserted without issue. Hypotension developed. A quick manual angio showed ¿leaking around the esheath¿. The team decided to upsize to a 16 f esheath and continue the tavr while the patient was resuscitated with volume/blood products. The tavr was successfully done quickly and the physician proceeded with the closure of the aorta with ¿ado 10/8¿. The retention disk then partially prolapsed through what, in retrospect, was a ¿lacerated aorta¿. The physician put 2 trivascular 18 x 45 endografts, however, the patient arrested and expired.

Manufacturer narrative:
The device was not returned to edwards for evaluation, however, procedural cine images, procedural echo and pre-op CT were provided and reviewed by a physician proctor. The following observations were noted: pre-op CT: 3 mensio recreated with suggested points of entry for transcaval approach procedural cine: stents seen in all coronary arteries; heavily calcified aortic annulus · severe native as with ai; mac; abdominal/ivc angio (set-up shot) · caval-aortic wire crossing, appears oblique, higher than the target point because of the anatomy; of the ivc ( rightward direction ); wire snared; balloon dilatation of the target point in the aorta (aortotomy); micro catheter across; no images provided of esheath crossing onto abdominal aorta; abdominal aortic rupture seen (esheath 14 fr already placed in aorta); no images of reported esheath exchange for new 16fr sheath provided; no images of the sealing in the aorta with 16 fr esheath provided; 23mm s3 deployed in aortic position. Valve appears to be in good position · no post valve deployment angiogram to assess pvl/ai provided; large pulsatile mass seen in abdominal aorta · ado does not cover entire rupture after first deployment; ado redeployed. Appears too small for abdominal rupture; coda balloon ejects ado occluder from the aorta in the retroperitoneal space; covered stent deployed in abdominal aorta. Endograft does not entirely cover rupture because; deployed too low; coda balloon inflated and appears to push the endograft outside of the aorta; 2nd covered stent deployed, extravasation still seen; last image provided shows active bleeding impression/recommendations: for every access (tf, ta , tao, axillary and transcaval ), if life threatening bleeding is detected at the beginning of the procedure, sealing the origin of the bleeding is a priority before proceeding with heparinisation for tavr; no imagery of the complaint device (first sheath used) was provided. However, provided imagery was reviewed and the following was observed: transcaval approach (venous to arterial) resulted in an angled insertion path · aortic artery has calcification due to the unavailability of the relevant device, engineering was unable to perform any visual, functional or dimensional analysis. Additionally, as the lot number was not provided, a DHR and lot number review was unable to be performed. A review of complaint history from january 2017 to december 2017 for the 14f edwards expandable sheath set (all 14f models) revealed 8 returned complaints for ¿sheath distal tip ¿ damaged¿. Six of the eight complaints were confirmed, but no manufacturing non-conformances were identified. The other 2 returns are pending engineering evaluation. A review of the complaint history revealed that the occurrence rate did not exceed the december 2017 control limit for the trend category of ¿damaged.¿ during manufacturing, the esheath undergoes multiple 100% inspections under 3x and 10x magnification. After sterilization, product verification (pv) is performed on finished devices from all work orders under a sampling basis (5 samples). These manufacturing inspections support that proper inspections are in place to detect issues related to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿sheath distal tip ¿ damaged¿ was unable to be confirmed. The physician training manual states that ¿the edwards esheath introducer set is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath.¿ calcification and tortuosity can interfere with the sheath distal tip upon insertion or removal, and can cause it to become damaged. Review of imagery revealed that calcification was present in the aorta. While it cannot be determined if tortuosity was present in access vessel, imagery revealed that an angle was present for crossing between the vein and aorta. The complaint description does not state the point at which the sheath distal tip was damaged during sheath advancement. As such, the tip may have been damaged due to the crossing angle if the tip rubbed against the vessel while trying to cross from the vein to the artery. Additionally, if the sheath was able to cross to the artery, the calcification, could have damaged the sheath distal tip. Of note, case notes revealed that the fcs reported that there was no device malfunction and no allegations of device deficiency. Nonetheless, available information suggests that patient factors (calcification) and/or procedural factors (angle created for transcaval approach) may have contributed to the complaint event; however, a definite root cause is unable to be determined at this time. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. In this case, the cause for the abdominal aortic rupture root is unknown but may have been related to patient factors (calcification) and/or procedural factors (angle created for transcaval approach). No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that patient factors (calcification) and/or procedural factors (angle created for transcaval approach) may have contributed to the reported event. Review of the complaint history revealed that the occurrence rate did not exceed the december 2017 control limit for the applicable trend category, therefore neither a pra nor corrective or preventative action was required.